Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that a surgical intervention occurred wherein the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the lead. Surgery may occur to address the issue.